Event description:
It was reported that the device alarms for no apparent reason. There is a message to check IV set. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Upon visual inspection the service technician noted that they replaced broken bottle pressure sensor, lvp rear case recall complete. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor- 12 pack. Device history review: a review of the device history record for (B)(6) was performed from date of manufacture 05/10/2013 to the present date 1/8/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarms for no apparent reason. There is a message to check IV set. No additional information was provided. There was no patient involvement.